Event description:
Customer reports "during the passage of the catheter, the guide wire open the coils preventing the continuity of the procedure". It was reported this occurred twice on the same patient.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) with its advancer tubing, an ars, and a photocopy of the product lidstock for evaluation. Visual inspection of the swg revealed the swg had become unraveled from the proximal weld. Multiple kinks and offset coils were observed in the swg body. Microscopic examination confirmed both welds were attached and fully spherical. The major bends in the guide wire were located at 155 mm, 310 mm, 430 mm, and 497 mm from the proximal tip. Offset coils were present from 540-585 mm from the proximal tip. The overall length of the core wire measured 599 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.794 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The swg was not able to be functionally tested due to the damage to the wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports "during the passage of the catheter, the guide wire open the coils preventing the continuity of the procedure". It was reported this occurred twice on the same patient.